Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was turned off due to microdislodgement. The dislodgement did not effect the other leads. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.